Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:43:08. During night drain cycle one, the patient's ultrafiltration reading was 2623ml, indicating the home patient (hp) drained 2623ml more than their maximum programmed fill volume of 3000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The returned homechoice has received a visual inspection and functional and electrical evaluation. The device passed electrical and visual inspections. The device passed temperature confirmation testing. The device failed volumetric accuracy testing due to multiple test fills being outside of volumetric specifications and deteriorated piston foam and a cracked door piston were found. The failed accuracy testing and deteriorated and cracked parts will be captured and reported through (B)(4). The cause was false empty detect at initial drain (I-drain) and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.